Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 2 proglides referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using proglide devices after an interventional peripheral procedure. Reportedly, when the plunger was removed, the suture broke. The same issue occurred with all devices. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure. The patient developed cardiopulmonary arrest, requiring resuscitation with compression at the puncture site; however, the physician stated this was not related to the proglide devices. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was observed as link to anterior cuff separation, this was determined to be caused by the needle to cuff miss event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.